Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the would device intermittently fail to power on. Per the customer, multiple batteries and ac power modules had been swapped in an out of the device in an attempt to troubleshoot the issue but the failure remained. The customer requested that the device be returned for bench repair. There was no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the would device intermittently fail to power on. Per the customer, multiple batteries and ac power modules had been swapped in and out of the device in an attempt to troubleshoot the issue but the failure remained. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 11-nov-2019. Upon evaluation of the device by an authorized bench technician, the reported issue was confirmed and the cause was traced to a faulty battery pca. Per the technician, the pins on the battery pca were not fully extended which subsequently created poor contact points with the installed battery. The battery pca was returned to the failure analysis lab for evaluation. The battery pca was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. All spring-loaded pogo-pins (on connector j1 and j2) and single power contact pins (on connector j3 through j7) were found to be undamaged and in working condition. Upon conclusion of the analysis, no fault was found and the reported issue could not be verified. Based on the conclusion of the initial evaluation, it was originally reported that this was a malfunction of the battery pca. The battery pca was replaced and the device passed all performance assurance testing. Following the repair, the device was deemed fit for use and the unit was returned to the customer to be placed back into service. However, a follow up analysis of the returned battery pca was completed and there were no noted issues that could have caused or contributed to the original allegation. The battery pca was found to be fully functional and a cause for the original failure could not be determined. No further investigation or action is warranted at this time.